Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -5.5/2.5/147 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting. On (B)(6) 2023 the lens was exchanged with a shorter length lens and the problem was resolved. It was noted the initial lens implanted was in the vertical position. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).